Manufacturer narrative:
Results: samples have been received but have not yet been evaluated. However, the manufacturing site in (B)(4) completed a no sample investigation on 11/14/2016 which included a review of the device history and manufacturing records. The device history record review revealed no irregularities during the manufacture of the reported lot # 5323003. The manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced this issue. Conclusion: a conclusion is not yet available as the evaluation is still in progress. However, CAPA (B)(4) has been initiated to identify and address the potential causes of safety shield disengagement. (B)(4).

Event description:
It was reported that the user of a 22 g x 1 1/2 in. Bd eclipse¿ hypodermic needle activated the safety mechanism and it moved to the side of the needle rather than covering it. The user was able to pull the safety back to engage the device. The device appeared to be intact and was disposed of. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one empty blister pack which was not fully sealed was returned for evaluation. The catalog and lot numbers on the blister pack were cat # 305763, lot # 5323003. As previously reported, there were no abnormalities discovered in the DHR, qn, and manufacturing reviews for the reported lot # 5323003. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. In addition to CAPA (B)(4) (manufacturing site) that was previously reported, CAPA (B)(4) (design center) has been opened to identify and address the potential causes for the safety shield disengagement from the eclipse needle.